Manufacturer narrative:
The field service engineer (fse) checked the liquid level detection (lld) for the sample probe and did not find any issue. He then reseated the printed circuit board (pcb) and checked the voltages in the voltage monitor. The customer performed calibration and qc with acceptable results. Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. The pre-analytical data did not indicate an issue. The alarm trace was requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant negative result for 1 patient sample tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas e 411 immunoassay analyzer. The initial result was not reported outside of the laboratory. The reporter alleged that they had a false negative result due to the sample tube being thrown off the rack and onto the reagent wheel of the analyzer. The reporter was able to provide an example of a discrepant result: the initial anti-sars-cov-2 result from the primary tube was negative. The repeat result from an aliquot sample poured into a sample cup was positive. The repeat result was deemed correct. The reagent lot number is 577819. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.